Event description:
Home patient (hp) contacted baxter technical service center (tsc) for assistance during automated peritoneal dialysis therapy. Hp requested assistance in ending therapy early, as hp accidentally became disconnected from the patient line of the homechoice cassette. Tsc assisted the hp in ending therapy early and referred hp to healthcare professional. Tsc also advised hp, if therapy is resumed, hp is to set up with new supplies. No further information available at time of this report.